Manufacturer narrative:
Investigation: visual inspection: during the investigation, bloody dry deposits on the device, leakage in the peritoneal catheter, scratches on the reservoir were determined . The measurement of plane parallelism showed that the vale is deformed. The value is with -0,041 mm outside of the tolerances (tolerance: 0 ± 0,02mm). Permeability test: a permeability test has shown that the reservoir, the shuntassistant and the catheter are permeable. The progav valve was blocked. During the permeability test liquid was flushed out of the hole in the catheter. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: due to the blockage, the progav valve was dismantled. After dismantling of the valve, dry deposits were found on the valve ball in the inlet spout. Results : in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the shunt system. Based on our investigation results, we can determine an occlusion in the shunt system. The dried deposits visible in the progav valve in the area of the valve ball in the inlet may have led to the occlusion. During the complete assembly and testing of the valves, no liquids are used that could leave dried residues inside, so we can exclude the possibility that this type of deposit was already in the product before use. All other components of the shunt system did not show any other abnormalities except for the hole in the peritoneal catheter. The reservoir could be filled with liquid without any problems and also drained it again. It is not clear to us at the time of the examination how the aforementioned functional impairment occured. No further regulatory actions are required from our point of view.

Event description:
Sample returned for investigation. No patient injury were reported, the sample could not be used and another device was implanted.

Manufacturer narrative:
No product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
During use, problems with the fluid reservoir were detected. The complainant device has not yet returned to the manufacturer for evaluation.